Manufacturer narrative:
Clinical investigation: there is a temporal relationship between pd therapy on the liberty select cycler with cycler set and the patient event of abdominal pain and peritonitis with subsequent hospitalization. However, there is no documentation in the complaint file that shows a causal relationship between the adverse event and the liberty select cycler or cycler set. Additionally, there is no allegation of a device malfunction or deficiency or a leak with the cycler set reported for this event. All dialysis patients are at risk for infection due to a compromised immune system and the possibility of dialysis techniques increasing the chance of microbial contamination. It is unknown if the patient practiced proper aseptic technique, however, enterobacter cloacae is known to be found in water, soil and food as well as in the intestinal tract of humans and animals which is suggestive of a breach in aseptic technique. Based on the available information and no report of issues with any fresenius product(s), the liberty select cycler and cycler set can be excluded as the cause of the patient¿s peritonitis event. Should additional information become available related to a fresenius device(s) and/or product(s), please re-submit for a clinical review and the need for a clinical investigation will be reassessed accordingly. Plant investigation: no parts returned for physical evaluation. A records review was performed on the reported serial number. A review of the device manufacturing records showed there were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The cause of the reported problem was not confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis nurse (pdrn) for a peritoneal dialysis (pd) patient reported that the patient was diagnosed with peritonitis and was hospitalized on (B)(6) 2019. The patient initially presented themselves to the clinic with severe abdominal pain and were advised to go to the emergency room. The patient was admitted to the hospital with a diagnosis of peritonitis. Pd effluent culture results were positive for enterobacter cloacae complex. The patient was initiated on antibiotic therapy with intraperitoneal (ip) cefepime (dose, frequency and duration unknown). It is unknown of antibiotics were changed after culture results were received. The cause of the peritonitis is unknown and there were no reported issues with a fresenius device, product, or drug that could be attributed to the reported event. It is unknown if the patient had a breach in aseptic technique. No further information was provided. A sample was not returned to the manufacturer for physical evaluation.